Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch manufacturer's report number 1222780-2010-00055. User facility reported the physician had difficulty inserting the disposable novasure device during an endometrial ablation. The patient had a "curved cervix." And the device was inserted "forcefully." Following two unsuccessful cavity integrity assessment (cia) tests, the procedure was abandoned. A perforation was confirmed on post hysteroscopy. The physician "cauterized the perforation" and the patient was released. Follow-up on (B) (6) 2010 and (B) (6) 2010 revealed the perforation was "roughly the diameter of the sheath." The patient has been seen following the attempted procedure and was reported to be "doing well." A hysteroscopy, dilatation and curettage (d&c), and sounding with suresound (hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot number of the suresound not provided by the complainant, therefore, the expiration date is not known. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review could not be conducted for the suresound as a lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. (B) (4)